Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: there was evidence of short battery life illustrated with a 33 counts of drastic voltage drops from 1.54vp to 1.21vp leading to a battery alarm on (B)(6) 2016. The battery compartment and cap were undamaged and able to fit securely. Moisture corrosion was observed in the battery canister. The pump passed a leak test with no observed damage to the pump casing. The prime steps were performed correctly. The pump's currents readings were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.